Event description:
It was reported that the capture thresholds were high and there was a bad signal on the rv lead. During the lead revision procedure, blood was noted in the lead body. The lead was cleaned and reimplanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.